Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, clamp tubing. Per reporter device also exhibited air in the tubing. Per reporter residual volume was: 19.5, rate 2.1 hr. And 80.5 was given. No adverse patient effects were reported. No additional information is available at this time.